Event description:
The customer stated that he had received blood glucose readings of "lo", 16 and 27 mg/dl. While troubleshooting, he performed control tests and received a result of 19 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.